Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) has depleted from 4.5 years and suddenly at 2.5 years battery remaining in a span of 2 months. Boston scientific technical services (ts) checked the power consumption and remained steady at 49 to 51 microwatts, possibly due to a projection transition. No faults detected, and monitoring will continue. This crt-p remains in service. No adverse patient effects were reported.